Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that evaluation of the pump revealed an extrinsic obstruction of the outflow graft.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), confirmed extrinsic obstruction of the outflow graft. A specific cause for the observed outflow graft distortion and the duration for which it was present could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 8¿ from the pump header and appeared to have been exposed to a fixative (e.g. Formalin) prior to being returned to abbott for evaluation. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned detached from the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned detached from the pump. Visual inspection of the sealed outflow graft revealed a longitudinal kink. A buildup of fixed tissue ingrowth between the graft and the bend relief was observed at the location of the kink. This ingrowth was smooth and appeared to have formed around the kink, suggesting that the graft had been distorted for an undetermined amount of time while (B)(6) was supporting the patient. The lumen of the outflow graft revealed no evidence of any developed or adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces revealed no evidence of adhered or developed depositions or thrombus formations that would have contributed to a functional issue. The pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured the pump to functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent elective left ventricular assist device (lvad) explantation with orthotopic heart transplant on (B)(6) 2020. Evaluation of the returned pump revealed an extrinsic obstruction of the outflow graft.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.